Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping or scrolling on its own anomaly were noted. The pump was received with cracked case at display window corners and display window. The pump was received with minor scratched lcd window and stained endcap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a keypad anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the numbers kept scrolling on the pump. The customer stated that the minutes kept changing on the lcd screen. The customer stated that after the battery change, the pump stop responding. The customer will be sent a replacement pump.